Manufacturer narrative:
(B)(4). The customer reported that after delivering the first shock to a pt, the device did not deliver a second shock to the pt. There was no negative impact to the pt. A philips fse evaluated the device. The reported symptom could not be reproduced. The device passed all testing. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
The customer reported that after delivering the first shock to a pt, the device did not deliver a second shock to the pt. There was no negative impact to the pt.